Event description:
On (B)(6) 2025 a patient underwent a dialysis catheter placement by using glidepath. During the procedure, the cuff allegedly slipped off while manipulating the position. It was further reported that it was repositioned with fluoroscopy and noticed that the catheter was moving but the cuff remained in place. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a glidepath catheter placed into a plastic bag. The device is bloody. No anomalies noted. Therefore, the investigation is inconclusive for the reported loss of or failure to bond issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a dialysis catheter placement by using glidepath. During the procedure, the cuff allegedly slipped off while manipulating the position. It was further reported that it was repositioned with fluoroscopy and noticed that the catheter was moving but the cuff remained in place. The procedure was completed using another device. There was no reported patient injury.